Manufacturer narrative:
Quality investigation identified the chassis main board as the primary cause of the failure. The core console was repaired, cleaned, lubed, adjusted and returned to service.

Event description:
According to a stryker quality engineer, a core console with integral irrigation pump that was being used for testing started smoking during the testing of another device. No adverse consequence was associated with the event.